Event description:
While preparing the device for cardiopulmonary bypass, the message "battery cannot be charged" was observed. There were no adverse consequences to the patient as a result of this event.